Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized with a diagnosis of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2023 with symptoms of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent cultures were negative for growth. The patient was scheduled for discharge on (B)(6) 2023. The suspected cause of the patient¿s peritonitis is severe constipation; however, without any culture growth, a definitive cause cannot be confirmed. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture was negative for growth; therefore, a cause of the peritonitis event cannot be confirmed. However, the suspected cause of the peritonitis was reported as constipation. Constipation and diarrhea have been positively correlated with pd-associated peritonitis, suggesting that the presence of diarrhea or constipation increases the risk for pd-associated peritonitis. It has been reported that peritonitis can be caused by transmural migration of intestinal microbes. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized with a diagnosis of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2023 with symptoms of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent cultures were negative for growth. The patient was scheduled for discharge on (B)(6) 2023. The suspected cause of the patient¿s peritonitis is severe constipation; however, without any culture growth, a definitive cause cannot be confirmed. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.